Manufacturer narrative:
No investigation possible to date of initial report, as no information available regarding lot# of device after several attempts. More information were requested. Not returned to manufacturer.

Event description:
Mobi-c p&f : disassembling. An implant was used and removed from the patient because it came apart while adjusting the position of it. A new implant was put in its place. No harm for patient. No information provided regarding delay in surgery. More information were requested.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Reporter was not able to provide the lot number of the wasted item, the sticker or the invoice of the surgery. It was not possible to know the lot number of the wasted item. No review of the device history records and traceability could be performed. From information provided, based on the product history records, and the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling when repositioning the prosthesis into disc space. As mentioned by the reporter, a rotational move was applied , the surgeon probably did not follow the instructions mentioned in the surgical techniques. As indicated in st : during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly. However , regarding the lack of information , this hypothesis cannot be validated. The exact root cause remain undetermined . If additional information were received that add value on this investigation and allow to draw a conclusion another report will be sent.

Event description:
Mobi-c disassembly during repostioning. No known patient impact. No sufficient information provided about this case.

Manufacturer narrative:
Delay inferior to 30 min additional information received on dec. 13th 2017. Disc space was distracted during insertion. No resistance encountered by surgeon while inserting prothesis. Prosthesis could have been inserted with a slight angle, with a slight rotational move. X-rays won't be provided. Fields were updated. From description received, root cause is probably related to an user error as surgeon failed to follow surgical technique "during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly." Additional information was requested to have device lot number.